Manufacturer narrative:
(B)(4). Date sent: 5/13/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the contact. Model and lot #; evaluation info: information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a laparoscopic gastrectomy, the valve was damaged when a forceps was inserted and removed via the trocar. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2016. Batch # unk. Additional information was requested and the following was obtained: can you please clarify if the valve (the seal) was torn when it was damaged? --- no or was the valve (the seal) separated from the device when it was damaged? --- yes will all pieces of the trocar be returning for analysis? --- no information or was the valve (seal) disposed of? --- na the analysis results found that the b12srt device was returned with the duckbill damaged and torn; the torn piece of the duckbill was returned inside a bag. The device was disassembled in order to evaluate the condition of the duckbill and the damage was confirmed; in addition, the separate piece of the duckbill was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.